Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Additional information: d.4 expiration date. D.10 device available for evaluation. F.9 approximate age of device. H.4 device manufacture date.

Event description:
Country of complaint: (B)(6). It was reported that in (B)(6) 2018, during the course of hydrocephalus shunt, after opening the fv434-t, it was found that there was a fracture phenomenon near the middle part of the celiac canal and could not be used.

Manufacturer narrative:
The progav stunt syste was received in the original packaging opened in a sterile bag. A visual inspection found a cut in the catheter at the progav shunt system. The cause of the cut remains unclear. No further actions are required.